Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown baclofen. Dose and concentration information was not reported. It was reported that, at the start of the patient's routine pump refill on 2024-01-18, the manufacturer representative (rep) encountered an alert printed on telemetry, which did not appear on the tablet at initial interrogation, for service code 529 - pump motor stall and recovery. On reinterrogation of the logs after the refill, no motor stall was documented, but a line status "event status cleared" was displayed. Nothing else was out of the ordinary at this refill. It was noted that the aspirated volume was 3.5ml and the estimated volume was 1.1ml. The patient's dystonia and mental status were stable. The reporter inquired if this was something expected towards end of pump battery life, as the patient's elective replacement indicator (eri) was in september 2024. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. In regards to diagnostics/troubleshooting performed, nothing was done or planned yet. No interventions/actions were taken and the rep was "looking for information". At the time of this report, it was unknown if the issue was resolved. The patient status was "alive-no injury". Additional information received on 2024-01-22 indicated that the physician tablet software had been updated on 2024-01-11 to the s synchromed 3 version. The dates of the motor stall and motor stall recovery were not known. The cause of the motor stall was not known. The cause of the pump log issues was not determined. At the time of this report, the pump log issue was resolved. The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.